Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Blood glucose level was reportedly not measured at the time of the event. The patient reportedly lost consciousness during the night. The reporter stated that 911/ emergency protocol was initiated. The patient reportedly received treatment by health care providers at the hospital emergency room; treatment included IV glucose, glucagon injection and consumption of food and drink. Troubleshooting by animas customer technical support revealed the patient event was associated with pump loss of prime that occurred three or more times and the patient primed the pump while still attached to the pump via the infusion set on two separate occasions. On (B)(6) 2016, the patient received 19.6 units of insulin while attached to the pump during prime. The pump emitted ¿auto off¿ alarm and was appropriately recorded in the pump¿s alarm history. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy due to over-delivery of insulin due to use error; the patient remained attached to the pump during the priming process. The device owner¿s booklet instructs users to ensure they are disconnected from the insulin pump prior to performing the prime function, otherwise over delivery of insulin to the patient can occur.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: a review of the black box indicated that the last basal delivery occurred on (B)(6) 2016. There was no evidence of auto off alarms observed in the pump history. The black box indicated one loss of prime occurred on (B)(6) 2016 at 07:46 and deliveries resumed at 07:55. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed ez-prime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The force sensor was found to be detecting the correct force and no defects were found with the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.